Event description:
New information received notes that the event date was on (B)(4) 2018

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transmission revealed lead noise on the right atrial lead. An insulation anomaly was the suspected cause of the noise. The clinic planned to address the issue during an in-clinic follow-up. No patient symptoms were reported.